Event description:
An electronic report was received from a hemodialysis user facility who has reported separation of bloodline at the t-section attached to the saline of the arterial bloodline. The facility was contacted for additional info on this event. It was learned that the pt was at the end of their dialysis treatment when this event occurred. It occurred 3 hrs and 45 mins into the therapy. The pt was reportedly fine. The blood on the venous side of bloodline was returned to the pt. As a result, this pt did have 100-150 ml blood loss. A sample is available for evaluation. The pt was discharged to home with no ill effect related to this event.